Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that a "check disk retainer" error appeared even after a new d ring was inserted into the orthopat machine. No donor or operator injury or reaction was reported.

Manufacturer narrative:
Upon evaluation of the device the reported problem could not be verified however a major blood spill was found. The entire machine was decontaminated and the components which were damaged were replaced including the power supply. The machine is now ready for use. Haemonetics (B)(4).